Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited an unspecified impedance problem and failure to capture. The lead was ultimately not used, and a new lead was implanted successfully. The patient was stable.

Event description:
New information received notes that the lead exhibited high pacing impedance.

Manufacturer narrative:
The reported events of an unspecified impedance problem and failure to capture were confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil to be over torqued at the connector region, consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The cause of the reported events was due to internal shorting of the lead from an over torqued inner coil at the connector region, consistent with procedure damage.